Event description:
It was reported that during case burred the femur pegs for the journey uni implant. When trialing, the anterior peg was off significantly, so trialing was not possible since the pegs did not align with the trials. Placed the journey femur trial that can be drilled through up to the femur and the pegs did not align. The trackers had not moved and rep asked the scrub tech to place the point probe in the middle of the peg that we burred. The point probe was in a designated peg hole that was already burred on the cut screen. Trialing took an hour and manual instrumentation was used.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and case log files and screenshots were returned for evaluation. The initial visual investigation of the software logs found that: no errors related to this complaint found in the log files. From the screen shots and user feedback, it was determined that the tibia placement was fine which indicates that the error could not lie with the hardware or software as this would have been misaligned as well. Also, from the screenshots, it was determined that incomplete clearing of the medial side of the femur would push the implant laterally which would result in the inability to place the trials. Once the un-pegged trials are inserted the alignment would be skewed laterally, resulting in the correction made by the surgeon. DHR review found that the software version (rc-5106) has been validated. A complaint history review found similar reports. The surgical technique guide released at the time of the complaint does provide instructions for implant planning and cutting the bone and notes that "the goal is to cut through the colored layers of the bone until the white target surface is revealed." This failure is an identified failure mode within the risk file. A relationship between the device and the reported event could not be established.